Event description:
Patient was revised to address tibial and femoral loosening at the cement/implant interface. The manufacturer of the cement used at the primary surgery is unknown. Osteolysis was discovered intraoperatively.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in retrieving the device history records for review and search the complaint database by manufacturing lot code were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.